Manufacturer narrative:
Returned for evaluation was a soft-vu catheter. A visual review of the returned device noted that the shaft is twisted 20cm from the tip. The strain relief/hub is fractured and separated from the shaft. At the site of the fracture, the shaft appears twisted. The customer's reported complaint description of the proximal end separating from the distal is confirmed. A review of the lot history records was performed for the reported packaging for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The returned device possesses evidence of torquing at the site if the fracture. The strain relief remained attached to the hub indicating an adequate internal flair. The most likely root cause for the reported complaint is handling damaged by the user. It was noted that the fractured piece was successfully removed from the patient with no harm or injury. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "the maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure." The IFU also states; "do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Reshaping of the catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on august 23, 2017: during an angiographic procedure, during high pressure injunction of dye, the tip of the catheter detached inside of the patient. The detached fragment was retrieved. The defective device was set aside and a new of the same was used to complete the procedure. It was reported the defective disposable device is available for return to the manufacturer for evaluation.